Event description:
Tpn pump being run through functional power up tests after cleaning. Battery inserted. The pump went through initial sequence. Scrolled through modes and showed 60 ml residual volume, 100 ml/hr, 1980 ml given, pump in ll2. When attempting to change lock level, pump ran through modes then showed 50 ml residual. Rptr took battery out, pump scrolled through modes, now showing 40ml residual volume. Locked up, could not get to respond to select mode or lock button. "Stop" was not flashing. Removed battery. Reinserted, powered up no error codes showing, ran through modes then 3 dashes appeared and disappeared. Pump rolled through modes, 30ml appeared on residual volume. Lock button responded, but pump would revert to 20ml residual volume and not let rptr change lock level to lock level 0. Repeatedly tried to get pump to 57 to change lock level and pump would revert back to 20ml residual. Lcd "stop" now flashing. Pump would alarm constant alarm until battery removed. Would not respond to set/clear or stop/start key. Battery removed to stop alarm. Let pump power up again after several minutes rest. Alarm no longer sounded. Lock level could be changed with normal procedure and pump could be run through functional check. Pump ran through functional check until the end when it got to the 38 activation under activation timing, then the residual volume showed 0000. Before rptr could hit set/clear, the lcd began fluctuating between 0000 residual volume, ll0, and 0010 residual volume. The "stop" enunciator was not present. The pump began to alarm constantly (like the hip sound) with ll0 displayed on the lcd displays. Keyboard locked up. Rptr removed the battery and left pump for company rep to examine.